Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2007: patient presented with preoperative diagnosis of cervical spinal stenosis with cervical radiculopathy at c5-6 and c7-t1, prior fusion at c6-7 and underwent the evaluation of prior fusion at c6-7 to assess for the stability to fuse to c5-6 and c7-t1. Removal of anterior cervical plate at c6-7. Anterior cervical discectomy and decompression at c7 ¿t1. Anterior cervical arthrodesis c5-6,c6-7. Anterior cervical arthrodesis c6 to c7. Placement of a peek interbody prosthetic spacer at c5-6. Placement of a peek interbody prosthetic spacer at c7-t1. Anterior cervical plating c5 to c6 using a plate. Anterior cervical plating c7 to t1 using a plate. Indications for procedure: the patient is a pleasant (B)(6) female with complaint of neck pain and upper extremity radicular symptoms, left greater than right. The patient had imaging studies, which showed evidence of significant stenosis at c5-6 and c7-t1, which correlated with her symptoms. Per operative notes: ¿the patient was placed on the operating room table in the supine position. All pressure points were padded. The patient had bilateral scds. The region of the cervical spine was sterilely prepped and draped in the usual fashion. A skin incision was made with a #15 blade through the skin and subcutaneous tissue to the platysma. The platysma was identified. The subcutaneous tissue was undermined. The platysma was split longitudinally. Dissection was taken down along the medial border of the sternocleidornastoid and the carotid artery. Cervical pre vertebral fascia was incised and the paracervical plate was identified. This plate was removed in the usual manner, and after the plating system was removed at c5-7, the fusion was evaluated at that c6-7 level to assess for its stability. This was felt to be stable and it would support arthrodesis at c5-6 and c7-t1. After this was completed, the operating microscope was brought into the field and retractors were placed for horizontal retraction and distraction pins were placed at c7-t1. Using microsurgical technique, the anterior cervical discectomy was performed at c7-t1 and the dissection was taken down to the posterior longitudinal ligament. The posterior longitudinal ligament was incised with a micro curette and 2-mm kerrison rongeurs were used to remove this posterior longitudinal ligament and bilateral neural foraminotomies were performed. After the foraminotomies were performed, the wound was irrigated down by saline solution. An appropriate size peek interbody space was selected, sized and tapped into position at the c7-t1 level to complete the interbody arthrodesis. This was filled with a bmp sponge. The appropriate size plate was then used to plate from c7 to t1 in the usual manner. After this was completed, attention was turned to c5-6, where anterior cervical discectomy was performed and the posterior longitudinal ligament was incised with a micro curette end 2-mm rongeurs, and bilateral neural foraminotomies were performed. After this was completed, again appropriate size peek interbody spacer was selected and sized. The spacer was then tapped into position at the c5-6 level after it had been filled with a bmp sponge. An appropriate size plate was selected, and the plating was accomplished for c5 to c6. Intraoperative x-ray was taken to confirm. Patient tolerated the procedure well and there were no complications. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.